Manufacturer narrative:
Root cause of the discordant advia centaur tni-ultra result cannot be determined. A siemens service engineer went on site and performed a total service call. He checked the luminometer dark counts, the acid dispense, the wash station and the aspirations. He also checked the solid waste for fibrin. The service engineer ran 20 replicates from a pool of negative samples and ran qc. He determined the system is operational. No conclusions can be drawn. The summary and explanation of the test section of the instructions for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi."

Event description:
Customer observed three non-reproducible, elevated advia centaur cp troponin-ultra r(tni-ultra) results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reproducible, elevated advia centaur cp tni-ultra results.